Manufacturer narrative:
Batch review performed on 22 may 2026: moto partial knee 02.18.eif6.08.lm moto medial e-cross tibial insert s6 lm - h8 (k213071) lot. 2314140: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 2028-sep-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Moto partial knee 02.18.006lm moto medial femoral component s6 lm (k162084) lot. 2514319: (B)(4) items manufactured and released on 23-jul-2025. Expiration date: 2030-jul-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.tf6.lm moto medial tibial tray s6 lm lot. 172241b: (B)(4) items manufactured and released on 26-sep-2017. Expiration date: 2022-aug-27. No anomalies found related to the problem. To date, (B)(4) items from the same lot have been sold, with no similar event reported during the review period. Five items have been resterilized; of these, three have been sold to date. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 1 month from primary. The patient had primary left knee surgery on (B)(6) 2026. On (B)(6) 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the moto s6 lm - h8 insert to a same size insert (MDR 2026-00482). Presently, on (B)(6) 2026, the patient came in due to continued signs of infection and the pathogen is unknown. The surgeon removed the moto femoral component and moto tibial tray from the primary surgery and removed the moto insert from the first revision and implanted antibiotic spacers to treat the infection.